Event description:
It was reported that during a lithotripsy procedure, the fiber stopped working after 20 minutes of use. The fiber was disconnected and reconnected; however, the fiber had to be replaced. The procedure was completed without patient complications. The fiber was returned and analysis identified a fracture within the fiber connector.

Manufacturer narrative:
Investigation summary: with the available information boston scientific confirms the reported fiber stopped working event as analysis identified a fracture within the fiber connector. A fracture within the connector of the device can result in insufficient aiming beam and low laser energy output. It is likely that procedural handling of the fiber contributed to the fracture within the fiber connector. According to the instructions for use (IFU), the IFU states: hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Device history record(DHR)/service history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed that the fiber measured 321 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip measured 2 mm and had normal degradation due to usage. There was no light present from the sma connector, indicating a fracture within the fiber connector. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. In the event of no output energy fiber connector may be hot to touch. Ensure that the distal end is intact and that the sma connector is clean. Caution: do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Hold the fiber tip to a non-reflective surface, and ensure that a circular green spot appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. Investigation conclusion: based on analysis results, a probable cause of adverse event related to procedure was assigned to this investigation.